Event description:
It was reported that the right ventricular (rv) triggered an alert for high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7000-60 st jude competitor lead, implanted (B)(6) 2007; 1882tc46 jude competitor lead, implanted (B)(6) 2007; 1056t-75 jude competitor lead, implanted (B)(6) 2007. (B)(4).